Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen that may have a sensitivity issue. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The service engineer (se) was evaluating the device and reported that the touchscreen sensitivity may have been affected by the intensity of the cleaner/disinfectant the customer was using. The se observed that the touchscreen had cleaning agent streaks on the screen but noted that the touchscreen was operational and responsive during the evaluation. The investigation is ongoing.

Manufacturer narrative:
A follow-up was performed with the vendor manager, and the customer provided a response indicating that there were no issues with touchscreen sensitivity, and that no further assistance was required on the matter. The device was returned to service.